Event description:
It was reported that a right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.